Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider via the manufacturer representative (rep). The rep was asked to clarify the reported event and they stated the snm therapy caused the patient chronic back pain, it had not been determined by the doctor if it was a device or therapy issue. The physician did not perceive that the back pain was caused by the therapy, the patient had pre-existing chronic back pain prior to implant. The patient was initially implanted in (B)(6) 2018, they did have therapeutic effect, but the rep was uncertain if the therapeutic effect changes but the patient was complaining of back pain, which initiated the explant. The cause was not determined, it was patient perception according to hcp staff who reported the explant to the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the patient perceived the sacral neuromodulation to not be working and thinks chronic back pain that existed before implant is could be contributing to current back pain. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics included the patient¿s diary of symptoms. The product was explanted and the issue resolved, patient status at time of the report was alive - no injury. No further complications were reported or are anticipated.